Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.